Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor under infused. It was further reported that the expected medication time was 46 hours, however it took 60 hours to complete the medication. The device was filled with 5 fluorouracil in saline solution. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information. The lot was manufactured from june 13, 2019 - june 14, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted. The device was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h6 codes. Replace 114 with 213 and 4315 with 67. Should additional relevant information become available, a supplemental report will be submitted.